Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Failure analysis (fa) was able to confirm the issue via system logs and reproduce the issue during in-house testing. The unit was tested on an in-house system in normal mode triggering error 31226. During visual inspection, no issues were found related to reported problem. During patient side cart fixture test platform (pftp) testing, the unit failed fiber test due to the clock spring fiber low descending values. After installing a golden clock spring fiber, the unit passed fiber retest. Once testing was completed, the original clock spring fiber was tested and verified to be the source of the fault. As a result of these findings fa was able to conclude that the clock spring fiber was found to be the root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, some errors occurred on universal surgical manipulator (usm2). The customer contacted technical support for a log check. System logs confirmed errors occurring on (B)(6) 2024 pointing to the usm2 axes controller spar (acs). The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.